Manufacturer narrative:
Investigation results: a device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. E4. The initial reporter also notified the FDA on an unknown date of oct 2023. Medwatch report is (B)(4).

Event description:
It was reported that bd insyte autoguard catheter tip is frayed. The following information was provided by the initial reporter: IV catheters in the emergency department and on one of the med surg floors were found to have damaged plastic tips. On the med surg floor, there was fraying of the 20-gauge catheter. (B)(6) customer response: please provide matched material and lot number. I have included all available information the report. Date of event: this was reported 9/26/23 how was the leak/break discovered? This was reported by nursing staff. How many events are occurred in this incident? Unsure. What was infusing at the time of the event? Not applicable. Did the event involve an urgent/life threatening medical situation? No how was treatment completed for customer? Not applicable. Please confirm whether there was any patient impact. There was no patient impact. (B)(6) 2023 customer response: the nurse manager reached out to the involved nurse. It sounds like the nurse discovered the frayed catheter after attempting to use it on the patient.